Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed via a merlin transmission. It was suspected that the non-sustained rv oversensing episodes were the result of the patient passing away. It was confirmed that the non-sustained rv oversensing episodes were triggered by loss of ventricular capture and double counting due to widening of the qrs complex. The patient was in hospice care since (B)(6) 2015. No further information is available at this time.